Manufacturer narrative:
(B)(6. The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6)2017 that on (B)(6)2017, the patient experienced bleeding at the insertion site. The sensor was inserted at the upper buttocks on (B)(6)2017. Patient's mother reported bleeding from sensor insertion site lasting thirty (30) seconds from the insertion of the sensor needle. The insertion site was described as an abscess or lump with no bruising. The area was treated with an alcohol swab. At the time of contact patient is in good. No further event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.